Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of fluid ingress, kinks and conductor breakdown in the power cables along with power cable disconnect alarms. The heartmate ii controller (serial number (B)(4) was returned for evaluation following the reported event of a heartmate ii to heartmate 3 pump exchange. The heartmate ii controller was returned to burlington and a log file was downloaded. The downloaded log file contained combined spanning approximately 26.5 days (31dec2022 ¿ 26jan2023 per the timestamp). The events in the log file indicate that the system controller was able to maintain pump support while the driveline was connected. Additionally, the controller was functionally tested and placed on a mock loop for an extended period of time and it was able to operate a pump with no issues or atypical alarms active. The reported event could not be correlated to an issue with the heartmate ii controller. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii pocket controller (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that controller returned for evaluation following pump exchange (MFR # 2916596-2023-00735).